Event description:
Through a review of the article "use of fully covered self-expandable stent in biliary complications after liver transplantation: a case series", boston scientific corporation became aware of a study in which wallflex biliary rx covered stents were implanted to treat post transplant biliary stenosis or leakage resulting from duct-to-duct anastomosis. The study involved 11 patients and the stents were successfully implanted between (B)(6) 2008 and (B)(6) 2010. This report is for patient # 8. (B)(6) days post duct-to-duct anastomosis, patient # 8 presented with biliary stenosis. As a result, a wallflex biliary rx covered stent was implanted. At an unknown date the patient "lost the stent spontaneously". This patient developed pancreatitis. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Median age 54 years (range 48-61). (B)(6). "Use of fully covered self-expandable stent in biliary complications after liver transplantation: a case series" (B)(4) - pancreatitis; medical intervention required. (B)(4) - the reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.